Event description:
Curlin medical received a copy of a voluntary medwatch report. The report describes an administration set that leaked at the point where it is inserted into the infusion pump. There was no report of pt injury.

Manufacturer narrative:
Device eval: product from the same lot involved in the incident performed to spec when tested for leakage. Per the initial reporter, the actual device was discarded and is unavailable for eval. Although the location of the leak was noted, the initial reporter was unable to provide sufficient info to allow curlin to draw a conclusion for the failure mode. Note that this info was provided to FDA in a letter on 1/2/08, per a request for info related to report.